Event description:
It has been reported to philips that the system cannot expose intermittently the system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the operative system hard drive of the image processing pc (ippc) which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and found that the system was freezing, was unable to produce exposure, and was not storing the images. A review of the system logfile found that there was an issue with the image disk. Upon troubleshooting actions, fse identified that the os hard disk of the ippc was faulty. Fse replaced the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.